Event description:
Pt experienced a 2x3 cm third degree burn on the medial aspect of her left breast from an endoscopy light source utilized in surgery. Unsure at this time if this will result in permanent damage. Light source was turned to standby mode, wrapped in several towels, and placed on the pt for approx an hr before the burn was discovered. Upon discovery of the burn, the surgical tech "activated" the switch to determine if the device was in standby or run mode and the device powered up into run mode. Our bio-med dept tested the device by wrapping it in towels and turning the device to run mode. During this test, the light source burned through four towels within 3 minutes in the run mode.